Event description:
At the initiation of the procedure, there was some difficulty accessing on the patient's right side due to calcification and stenosis. Balloon angioplasty with 8x4 balloons was performed. The device was attempted again with success. Advancement, deployment, and withdrawal were uneventful. In addition to the bifurcated device, a 28-28-75l proximal cuff and a palmaz stent were implanted using the introducer sheath for access. Final angiogram showed good flow, no endoleak, and no apparent bleeding. The physician left the room at the completion of the case and prior to access site closure. The patient immediately became hypotensive and coded on the table. While resuscitation efforts were started, another angiogram was run with no apparent extravasation noted. The patient was then opened and blood was seen in the retroperitoneal cavity, however, the source could not be located. The aneurysm had not ruptured, and the graft was fully intact. The patient could not be revived. It is believed that an autopsy is to be conducted. The surgeon believes that a dissection in the external iliac artery may have occurred that could not be visualized; however, this is to be evaluated.

Manufacturer narrative:
Method code: review of lot records/work orders, prior reports. No issues were noted. Results/conclusions code: unanticipated complications occurred during the procedure. Additional information has been requested; however, no conclusion can be drawn at this time.